Manufacturer narrative:
Concomitant medical products: evproplus-34us transcatheter valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was moving boxes and felt pressure near the device site. The patient thought they dislodged a lead. No issues noted on telemetry. The pacing lead remains in use. No further patient complications have been reported as a result of this event.